Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the infection was unknown. On an unreported date, the patient was hospitalized for the event. No further detail was provided regarding, the location, the treatment for, or the outcome of the infection. It was not reported if dianeal therapy was ongoing. No additional information is available.